Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received reliability laboratory technician. St. Jude medical crmd reliability laboratory failure (event) observed during analysis. The outer lead insulation was abraded and one of the rv cables was melted at 19 cm from the connector. This could be caused by friction to the device's can.